Event description:
Medtronic nim 3.0 monitor hooked up properly, all checks were green, when procedure started the machine was making an unusual amount of noise. Rn checked all visible cords and plug-ins, nothing was found. Surgeon suggested rebooting, system was rebooted and all checks were green. Brought in another rn in the room that uses the machine more frequently, she felt everything was hooked up correctly. Machine seemed like it was better for a little while than started making lots of noise again and the probe stopped working. Rn rebooted the machine again. Tech support called in the mean time, went through all checks again, all were green and machine probe worked the rest of the case. After case the surgeon stated a nerve was severed. FDA safety report ID# (B)(4).